Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of bent grips. The maryland bipolar forceps instrument was found to have bent grip, causing side to side misalignment of the grips. There was a 0.011¿ offset at the tips. The root cause of bent instrument grip tips is typically attributed to mishandling/misuse. An additional observation was identified that was not reported by the site: the maryland bipolar forceps instrument was found to have charring and localized melting at the grip base. The maryland bipolar forceps instrument passed the electrical continuity test. The root cause of thermal damage between the grips of the bipolar instrument yaw pulley is typically attributed to mishandling/misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The maryland bipolar forceps part# 471172-17 / lot/serial# (B)(4) was last used on (B)(6) 2022 on system sk3881 with 0 uses remaining. This event is considered a reportable malfunction due to the following conclusion: the instrument had thermal damage at the base of the grips near the bipolar yaw pulley. Thermal damage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the jaw of the maryland bipolar forceps instrument was found to be bent. There was no reported injury. Intuitive surgical, inc. (Isi) attempted follow-ups to obtain additional information. However, no further details have been received as of the date of this report.